Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. The investigation determined that the cause of the reported issue was the efm.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it was delivering low fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.